Event description:
A company representative called and spoke to the customer. The customer inquired about sensor reading and blood glucose discrepancies. Calibration habits were discussed. Customer then stated they were struggling with high and low blood glucose, about which the customer planned to speak with an endocrinologist. Customer further reported breaking the sensor by accident, citing user error as customer went too fast and broke the sensor. Customer declined further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.